Manufacturer narrative:
S/w version unknown. Retainer ring = black. Case type =ngp. Customer returned pump for alleged cosmetic damage located at the battery compartment found on (B)(6) 2022. Pump alarmed critical pump error after battery installation. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error (open book) alarm. Successfully downloaded firmware using crest. Pump failed to enter recovery mode preventing download of history files and traces using thus. Found moisture damage to force sensor and electronic stack during visual inspection. Unable to perform force sensor zero offset test due to moisture damage on force sensor. The following were noted during visual inspection: scratched case, cracked case, cracked end cap, battery tube threads cracked, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked case corner of belt clip rails, cracked case (battery tube), faded serial label, keypad overlay texture damage, corroded battery tube, corroded battery tube spring, overlay scratched. The p-cap/reservoir does lock properly. Critical pump error (open book image) alarm confirmed due to moisture damage on the electronic assemblies. Cosmetic damage was confirmed at battery compartment. Unable to download history files and traces due to critical pump error (open book) alarm. "Select patient information cannot be provided due to regional privacy regulations." Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a crack behind the battery compartment. Troubleshooting was performed and found that retainer ring was not damaged. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump and the device was returned for analysis.